Event description:
It was reported by service report that the bed exit alarm is not functioning properly. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Bed exit not alarming.